Event description:
It was reported that during a carotid stenting procedure the balloon catheter ruptured. The procedure was completed successfully with no patient consequences. No further information is available.

Manufacturer narrative:
Device history review revealed that there is no indication that the device, labeling or packaging failed to meet its specifications when released. Visual and physical testing revealed traces of blood in the lumen of the catheter, and the shaft of the balloon was found kinked and wrinkled. Microscopic examination confirmed that the balloon was ruptured. Balloon bond were inspected and found intact. A functional evaluation could not be performed due to the condition of the returned device. The blood in the catheter could have contributed to the reported and observed issues; however, this could not be confirmed. Based on all information currently available the cause of the reported issue cannot be definitely determined.

Event description:
It was reported that during a carotid stenting procedure the balloon catheter ruptured. The procedure was completed successfully with no patient consequences. No further information is available.